Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the cephalic vein. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 10atm for 30 seconds. The device was simply removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.